Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the string pulled out of the pessary along with the outer cover mesh material. Consumer also alleged that after inserting the device the applicator remained inside her. No further information has been received regarding the consumer's use of the product.